Manufacturer narrative:
The manufacturer completed all of the information on this form. Patient code: (B)(4) -no consequences or impact to patient; unlabeled. Device codes: (B)(4)-burn of device or device component; unlabeled. (B)(4)-charred; unlabeled. (B)(4)-material discolored; unlabeled. (B)(4)-fiberoptic break/separation; labeled. (B)(4)-melted; unlabeled. (B)(4)-overheating of device or device component; labeled. (B)(4)-particulates; unlabeled. (B)(4)-material separation; labeled. (B)(4)-device handling issue; labeled. Evaluation codes: method code: other: device not returned--customer returned the fiber assembly, but did not return the handpiece for evaluation. This event was initially determined to not be reportable based on initial report. However, the initial evaluation of the nonconforming component on 07/15/2015 led to the decision to report. Other firm reference number: (B)(4).

Event description:
"Broken when taken from package, tip was bent". This information is documented as reported to trimedyne, inc.